Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the point of the dilator was observed to be damaged with a tear. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis.